Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt pins or damaged e-belt connector) has been confirmed. Upon investigation the electrode belt was unable to connect with a monitor. The trunk cable was cracked. The root cause for cut cable was unable to be identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cable was damaged.